Manufacturer narrative:
Device evaluation summary: according to the information received, the patient was found to have a very heavy and ptotic breast. During visual inspection of the device it was observed with no apparent damage. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with 425cc mentor smooth round moderate profile saline breast implants has experienced postoperative right-sided deflation and bilateral ptosis, confirmed by a surgeon. In addition, the surgeon noted malpositioned breast implant on unspecified side. As a result, the patient underwent explantation and replacement with 210cc mentor smooth round high profile saline breast implants, catalog # 3503210, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.